Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced, and a lead was added. The ipg was replaced due to normal end of life. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.